Event description:
It was reported that a lead exhibited loss of capture at implant. A new lead was used to complete the procedure. No adverse effects were noted.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes that loss of pacing was noted during testing. No patient issues occurred during the implant.